Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 16.9-17.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at 17.1-17.3cm from the connector pin. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. An alert for low, out of range, high voltage lead impedance was noted. Isometric testing did not reproduce out of range measurement in clinic. The lead was explanted and replaced. Patient condition was good.